Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 14 days of data (B)(6) 2021 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2021 at 19:23:53, and on (B)(6) 2021 from 00:45:38 to 00:45:45 and from 00:52:26 to 00:59:31 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the mpu would be returned for evaluation, if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power, power cable disconnect, low voltage hazard and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii IFU section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive around 00:30 on (B)(6) 2021 by their partner with the left ventricular assist device (lvad) alarming "connect batteries." They plugged the patient to ac power and called ems. CPR was performed at the patient's home before they were transported with no batteries or power connection. A lund university cardiac assist system (lucas) device was used in the field. The patient was under cardiac arrest upon their arrival. The lvad was disconnected at 15:55 on (B)(6) 2021 per the family's request; the patient had a do not resuscitate (dnr) status. Log file analysis captured a low voltage hazard event on (B)(6) 2021 at 19:23 while the patient was connected to the mobile power unit (mpu); this appeared to be from a total loss of power to the mpu. The backup battery was enabled until power was restored to the mpu. Low flow alarms were noted on (B)(6) 2021 at 00:30 and 00:59. There were also low flow events at 00:45 and 00:52-00:59 with accompanying low voltage hazards and no external power events while using the mpu; both power leads were noted to be disconnected from 00:54-00:59. This also appeared to be caused by a loss of power to the mpu; the backup battery was enabled until power was restored at 01:22. More low flow events were noted on 05:03-06:30. There was no interruption to pump support during any of these events. Related MFR #: 2916596-2021-06825